Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed for no delivery. Customer states that no delivery alarm occurred during manual prime. Customer reports event was resolved by changing complete set. Customer¿s blood glucose was 76 mg/dl at time of incident. The customer also reported that insulin pump¿s screen would blank out after changing the battery. There were cracks on insulin pump. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Pump passed self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display noted. Pump received with cracked battery tube thread and corroded battery tube noted.